Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. The pump passed both visual inspection and leakage test. The pump failed the poppet pressure test, with an output reading below the specification. The balloon was visually inspected, leak and functional tested. Visual inspection revealed that the balloon had wear from fatigue between the balloon and adaptor junction. The balloon had a leak due to a tear from fatigue between the balloon and adaptor junction. The balloon was unable to functionally tested due to a leak from fatigue. The cuff was visually inspected, and leak tested. The cuff had a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adapter. The cuff had a fluid loss due to a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adapter. Based on the information available and analysis results, the pump failure in the poppet pressure test, and the balloon failure in the leakage test could affect the product performance; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an artificial urinary sphincter (aus) returned without initial reporter and performance allegation. Analysis of the returned device revealed that the pump failed the activation test, and the balloon failed the visual inspection and the leakage test.